Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was removed from service due to a break behind the is-1 connector. A new rate sense lead model 0013 was added to the system.